Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site to assess the instrument in question on (B)(6) 2016. The fse straightened the probe, and then re-aligned the probe at the instrument stations. Following this work, the fse found the instrument to be operating as expected.

Event description:
On (B)(6) 2016, a customer site reported an unexpected blood typing mistype when tested on a galileo echo instrument.